Event description:
Reported blood glucose results of 25 mg/dl, 55 mg/dl and 157 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced. Reported blood glucose results of 33 mg/dl and 125 mg/dl with a lifescan meter, performed within 10 minutes of each other.

Event description:
A pt reported blood glucose results of 33 mg/dl and 125 mg/dl with a lifescan meter, performed within 10 minutes of each other.